Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the returned device identified broken shell and missing shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening on the posterior assessed as an unidentified (tear) opening, and a piece of the shell missing assessed as inconclusive. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional additionally reported "patient's concern with the product" and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade unknown and patient concern with the product.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional reported right side exchange due to patient's concern with the product. Device remains implanted.

Event description:
Healthcare professional additionally reported left side rupture. Device has been explanted.